Manufacturer narrative:
STRYKER CONTINUES TO INVESTIGATE THE REPORTED FAILURE AND WILL SUBMIT A SUPPLEMENTAL REPORT ON THIS EVENT TO THE FDA AS PROVIDED BY 21 CFR 803.56. STRYKER CONTACTED THE CUSTOMER TO REQUEST ADDITIONAL INFORMATION ON THE PATIENT. STRYKER REQUESTS PATIENT INFORMATION NECESSARY FOR REGULATORY COMPLIANCE, STRICTLY ADHERING TO HIPAA'S PRIVACY RULE. NO RESPONSE HAS BEEN RECEIVED FROM THE CUSTOMER. PATIENT FIELDS IN WHICH INFORMATION IS NOT PROVIDED WERE INTENTIONALLY LEFT BLANK.

Event description:
THE CUSTOMER CONTACTED STRYKER TO REPORT THEIR DEVICE DID NOT PROVIDE A SHOCK OR NO SHOCK DECISION. IN THIS STATE THE DEVICE WOULD BE INOPERABLE AND DEFIBRILLATION THERAPY WOULD NOT BE AVAILABLE IF NEEDED. THE PATIENT INVOLVED IN THIS EVENT IS DECEASED. A CLINICAL REVIEW WILL BE PERFORMED TO DETERMINE IF USE OF THE DEVICE CAUSED OR CONTRIBUTED TO THE PATIENT OUTCOME.

Event description:
The customer contacted Stryker to report their device did not provide a shock or no shock decision. In this state the device would be inoperable and defibrillation therapy would not be available if needed.The patient involved in this event is deceased. A clinical review was conducted and it could not be determined if use of the device caused or contributed to the patient outcome.

Manufacturer narrative:
A clinical review was performed and Stryker was not able to determine if use of the device caused or contributed to the patient outcome due to insufficient information.Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 CFR 803.56.